Event description:
It was reported that the 9600 system would not boot up correctly prior to a case. The 9600 system was removed, and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sram was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.